Event description:
The site reported the following: a patient with a heavily calcified lesion within the common and superior femoral arteries presented for an atherectomy procedure. During the second pass of the jetstream catheter with blades up, the device stalled at the distal end of the lesion. The patient began to complain of pain so the physician pulled the catheter into the sheath. Angiography of the treated vessel revealed that a perforation had occurred within the distal segment of the lesion. Emergent percutaneous transluminal angioplasty was performed along with heparin reversal which sealed the perforation. Post-procedure imaging showed that the peroneal vessel was occluded as a result of distal embolization. The physician determined that this was a non-essential vessel and decided against treatment.

Manufacturer narrative:
(B)(4). Quality assurance product analysis reviewed the information that was provided by the site. The jestream xc-2.4 catheter that was in use during the event was discarded; therefore, no further investigation could be performed. Based on the limited information, we are unable to determined the root cause of the reported issue. In the event additional information is obtained, a follow-up report will be submitted.